Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. It was reported that values were 50-100 points off. At the time of contact, no injury or medical intervention was reported.